Manufacturer narrative:
Handpiece is not running properly, could not perform pre-temperature testing. Disassembled housing and found the seals were worn and bearings were corroded due to dried saline. Replaced the seal, bearings. Handpiece was repaired cleaned tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was running hot and intermittently. There was no patient impact.